Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with a fingerstick-confirmed blood glucose high of 240 mg/dl and elevated readings above 180 mg/dl for approximately two hours, without device alerts above 300 mg/dl and without back-up therapy or ketone testing; troubleshooting and education were provided, and the cause remained unclear. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no device alarms and no identified device malfunction, with the event attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.